Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00261.

Event description:
It was reported that two vitality drivers were found with stripped tips during a routine inspection. There was not a patient present at the time of discovery. The patient information at the time of occurrence is unknown. This is report one of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned devices were examined. Visual inspection revealed that both driver tips were twisted. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that two vitality drivers were found with stripped tips during a routine inspection. There was not a patient present at the time of discovery. The patient information at the time of occurrence is unknown. This is report one of two for this event.